Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a significant increase in pacing impedance measurements to 1600 ohms. Additionally, there was a significant increase in shock impedance measurements. The device was programmed to ddi 40, until the revision procedure occurs. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.